Manufacturer narrative:
Initial 5 of 5. E1: patient city: (B)(6). Patient country: canada name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced insulin flow block, the exact site and cause not specified leading to hyperglycemia which was treated with syringes, manual injections and infusion set change on (B)(6) 2026.